Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient had one of the bottom two teeth as well as the top arch that didn't really move, and the aligners had hairline cracks that cut the inside of the mouth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.